Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, only trending was performed through risk management review. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Upon follow-up, it was reported the patient had an infected pd catheter (not a fresenius) product over 2 years prior. The patient contact confirmed the infection was not related to use of any fresenius device, product or drug. The patient is on hemodialysis for renal replacement needs and it was reported the patient has not had any adverse effects related to fresenius products.

Manufacturer narrative:
Correction: b3 additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Upon evaluation of additional information received, it was determined that the event reported on 8030665-2021-00698 was not a reportable event related to the fmc liberty cycler set. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 8030665-2021-00698.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.